Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The measuring tip of the device fractured off and was returned. The device was also bent in numerous locations. The device was manufactured in 2010 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during thr when the length of the screw channel is measured before the screw is inserted, the depth gauge enters the screw channel and broken during the measurement. The broken pieces were recovered.